Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose of 30 mg/dl and high blood glucose of 400mg/dl. The customer experienced different blood glucose level 40 mg/dl and 281 mg/dl. The customer was treated with juice. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis. Ozo mmt-7020a,  frn mmt 332a, unomedical - infusion set.